Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/07/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump alarmed appropriately for a low battery with a low battery simulation test. The pump¿s settings were reviewed throughout the investigation to be present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that after a battery change, the pump¿s settings disappeared for several minutes then reappeared during programming the pump. It was also reported the time and date reset to the default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.